Event description:
The report we received via the study indicated that during a coiling procedure in an anterior communicating artery aneurysm, a thromboembolic event occurred. Twelve coils in total were placed in the aneurysm and it was reported that the aneurysm was successfully occluded. A satisfactory result was noted with the last coil. The aneurysm was 10x9x9mm with a 4mm neck size. The patient was treated with reopro. Additional information received indicates that the patient was noted to have a mild neurological deficit of the right arm due to thrombus formation. The thrombus was noted to have occurred after the last coil was placed, without unusual manipulation. The thrombus was located at the neck of the aneurysm. After thrombus formation, the following steps were taken: additional heparin injection, balloon angioplasty of the clot, 10 mg ia reopro infusion followed by 12 hours reporo IV infusion. After the procedure, the thrombus resolved and the deficit went away after a few weeks. During the last consultation, it was noted that the patient had recovered totally. It was further noted that an additional coil had been placed during the original procedure, which was not noted in the complex report. This coil was 637hf0408, lot 13034122, and has been added as pi# 1-5eqcy.

Manufacturer narrative:
As reported by the physician, the thrombus was not related to any one of the coils or the coil mass. There is not enough information available to determine if the reported thomboembolic event was related to patient coagulation factors or if procedural factors contributed to the reported event. No conclusion can be made. Manufacturing records for lot 13034122 were reviewed and results indicate that product met quality requirements for product acceptance. This is one of thirteen products used during the same procedure. Please ref MFR report#'s 1058196-2006-00090, -00094, -00096, -00097, -00098, -00099, -00101, -00103, -00105, and -00154.